Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the cause of their shocking and pain when bending over was due to changing a program. The patient stated that the shocking and pain when bending has been resolved. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the therapy is not helping the patient¿s symptoms. She goes to the bathroom more frequently, 4-5 times at night and probably at least 6-8 times between the morning and when she goes to bed. The patient has not felt stimulation in a while. The patient said the last time she saw the manufacturer¿s rep, the rep said ¿there is nothing more we can do¿. The device was on program 4 at 1.5 volts. The patient wanted to know if there are other adjustments available to make it work better. During troubleshooting it was found the device was off. It was reviewed that in order for therapy to work it had to be on. The patient first said she was at 1.5 volts, then said it is 1.4 volts. The patient turned the ins back on and increased to 1.5 volts and confirmed she feels stimulation. The patient will monitor symptoms and increase more if needed. No further complications were reported or are anticipated. Additional information was received from a consumer stating they were not having much luck with their device. The patient stated they were programmed at program 3 at 1.8v and going to the bathroom more than they thought they should. The patient stated when they increase stim up to another number like 1.9v or 2.0v they get a pinch in the vagina area where it hurts if they bend over. The patient stated they decreased to 1.8v and it was better but it wasn¿t helping with the control of having to go to the bathroom 12-15 times in a 24 hour period. The patient confirmed it start within the week of the last report and after they turned it off it got worse. The patient stated they thought they had tried their programs but did not know enough about the programs and they usually go to their healthcare provider (hcp) and somebody would reprogram it for them. The patient stated they had a call with their hcp the day of the report and will talk to them and go in and have the device reprogrammed. The patient stated the stim hurting/pinching the vagina was noticed in the last couple of days when they increased to 2.0v and it was too uncomfortable so they decreased it to 1.9v. The patient stated they changed it to 1.8v the night before the report and noticed that when they stand up they feel it which is not awful but when they bend they feel shocked, confirmed after adjustments and stim was too high. The patient synced with the programmer and stim showed to be on. The patient was redirected to their healthcare provider. No further complications were reported.